Manufacturer narrative:
Corrections: corrected through out form. Claim# (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced halos at night. Lens remains implanted. Reportedly, patient doing well. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk b3 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Correction data: h1 - disregard initial MDR as it is n/a as the event is not reportable. Manufacturer narrative comment: upon review, it was determined that the initial MDR is not applicable as this is not a reportable event. Claim# (B)(4).